Event description:
It was reported that before an unk procedure, the jaws of the device didn't open before it was used on the pt. Another like device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.